Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dizziness (seriousness criterion medically significant), amnesia ("memory loss"), migraine ("migraine"), neck pain ("neck pain"), tendon pain ("tendon pain"), pain in extremity ("heel pain"), sinusitis ("recurrent sinusitis"), visual impairment ("reduced sight") and hypoacusis ("reduced hearing") and was found to have weight increased ("weight gain"). At the time of the report, the dizziness, amnesia, migraine, weight increased, neck pain, tendon pain, pain in extremity, sinusitis, visual impairment and hypoacusis outcome was unknown. The reporter considered amnesia, dizziness, hypoacusis, migraine, neck pain, pain in extremity, sinusitis, tendon pain, visual impairment and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dizziness (seriousness criterion medically significant), amnesia ("memory loss"), migraine ("migraine"), neck pain ("neck pain"), tendon pain ("tendon pain"), pain in extremity ("heel pain"), sinusitis ("recurrent sinusitis"), visual impairment ("reduced sight") and hypoacusis ("reduced hearing") and was found to have weight increased ("weight gain"). At the time of the report, the dizziness, amnesia, migraine, weight increased, neck pain, tendon pain, pain in extremity, sinusitis, visual impairment and hypoacusis outcome was unknown. The reporter considered amnesia, dizziness, hypoacusis, migraine, neck pain, pain in extremity, sinusitis, tendon pain, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.